Event description:
A female patient reported experiencing a corneal ulcer, while using renu with moistureloc multi-purpose solution. She was seen by a physician in 2006 and treated with ciprofloxacin. She had follow-up visits the next day and three days after that and was then referred to an eye specialist who diagnosed her with a contact lens-related central corneal ulcer in the right eye the next day. The eye specialist did not see any signs of fungal etiology and cultures taken were negative for staphylococcus. The patient was advised to discontinue ciprofloxacin and flush her eyes with systane every few hours. Non-preservative artificial tears was prescribed, as well as zyloxin at a dose of one drop four times daily. Zyloxin was discontinued the following day. The patient's visual acuity was 20/20 (right eye) and 20/25 (left eye) with glasses. The patient was last seen the next day. Her vision returned to normal (20/20) and the ulcer resolved. She was instructed to see her optometrist in 1-2 months and refrain from contact lens wear.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.